Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab. Meter tests were done within an hour of lab tests. Coumadin dose was withheld after unexpected results, customer is unsure which dates coumadin was held. Pt's target therapeutic inr thought to be 2.4. Results occurred over 2 different lots. Customer unsure when switch occurred to second lot.